Event description:
It was reported that the autopulse resuscitation system displayed a reoccurring "user advisory ua07 (discrepancy between load 1 and load 2 too large)" message, that was unable to be cleared. Customer reverted to manual compressions. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse¿ resuscitation system (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection of the returned platform showed that the front enclosure and battery lock were damaged. Functional testing was performed, however the reported problem could not be duplicated. The archive file indicates that there were many sessions ranging from (B)(6) 2013 back to (B)(6) 2011 where user advisory ua07 was observed. In some of those sessions, load cell 2 maxed out on the cell count. Based on the evaluation results the reported complaint of ua 07 (discrepancy between load 1 and load 2 too large) was confirmed. A probable root cause could be due to a defective load cell module. However, a definitive root cause associated with the faulty load cell module could not be determined.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.